Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. A repeat was run and a lower troponin I result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
A siemens healthcare diagnostics technical service center representative directed the customer to evaluation of the instrument system. The customer confirmed that the system was working ok and there were no other high outliers and no adverse patient care. The cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.